Manufacturer narrative:
The complaint source confirmed that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of the event. Because the batch number is unknown, a review of the device history record not be completed.

Event description:
Event occurred during a pci procedure to a 90% stenotic lesion in the distal right coronary artery (rca). The viva was advanced to the lesion and inflation was attempted. The physician attempted to increase the pressure, but the gauge did not move. Blood came into the inflation device. The physician determined that the balloon had broken, removed the device and finished the procedure with another device. There were no complications to the patient and the patient's status is reported as "good."